Event description:
A report was received that the pt experienced swelling at the ipg incision site the size of an orange. The pt did not experience any tenderness or signs of infection. The physician drained 40cc of the clear fluid from the pocket and swabbed the area for pathology. The pt was placed on IV antibiotics and is reportedly doing well.

Manufacturer narrative:
This is the final report.